Manufacturer narrative:
Lens was inspected under microscope at 10x and it found to have some particles on both sides of optic body compatible with handling lens in an unsterile environment. Diopter verification: diopter measurement results showed that the lens for serial number 4183731203 belongs to diopter 22.0. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted after the patient desired a different visual outcome. No patient injury was reported.